Manufacturer narrative:
A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the device was reprogrammed.

Event description:
During a follow-up in clinic, a loss of capture was noted on the device. Technical support was contacted and recommended program settings which will be implemented at the next follow-up in clinic. The patient was stable.